Manufacturer narrative:
Testing indicated a vacuum insulation failure in the cryoprobe. Frosting of the shaft was confirmed. No patient injury was reported.

Event description:
Once positioned we started freezing. It was noticed that one cryoprobe was icing up. The procedure was stopped and the probe was replaced. No injury.